Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer had not yet attempted to leave the wall adapter plugged into a functioning outlet for at least 30 minutes. Technical support instructed customer to try this method and planned to follow up.